Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An "unspecified" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer was experiencing a low event while asleep was non-responsive and experienced loss of consciousness. The customer was unable to self-treat and paramedics were called by a non-healthcare professional (non-hcp). Upon arrival, the customer was treated with IV glucose by an healthcare professional (hcp) to wake them up for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported applicator and cap were returned and investigated. Performed a visual inspection on the returned applicator and cap; no issues were observed. The sensor cap was retained inside applicator cap. The applicator had fired correctly. The customer did not return the sensor; therefore, adc is unable to further test the returned product. If the partial product is returned, in the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device history review (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An "unspecified" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer was experiencing a low event while asleep was non-responsive and experienced loss of consciousness. The customer was unable to self-treat and paramedics were called by a non-healthcare professional (non-hcp). Upon arrival, the customer was treated with IV glucose by an healthcare professional (hcp) to wake them up for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.